Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue (difficult to open or close) and the reported unintended movement - n/a (not applicable) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on the information provided and the return device analysis (unable to confirm the reported single gripper actuation issue and unintended movement of the clip), a cause for the reported unintended movement associated with clip rotating and single gripper actuation issue (during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a gripper actuation issue and unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. After one grasp attempt, the clip rotated below the valve. The clip was inverted and retracted into left atrium for repositioning. Upon the next grasp attempt, it was noted that the posterior gripper was not dropping. The anterior gripper was functioning appropriately. The clip was removed and replaced. Two clips were implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.